Event description:
Pt in cardiac arrest post myocardial infarction, intra-aortic balloon pump initiated, balloon catheter inserted and connected to intra-aortic balloon pump; wasn't functioning correctly could hear helium operating (pumping); helium tank changed; still not functioning correctly. Balloon catheter removed-balloon on catheter was leaking and not filling-intra-aortic balloon pump seemed to be functioning properly except for balloon leak-another catheter inserted, but cardiopulmonary status insufficient for intra-aortic balloon pump use.